Manufacturer narrative:
Compromised force sensor system alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Motor passed motor test. Unable to verify excessive no delivery alarm due to compromised force sensor system alarm. No maximum fill reached alarm noted. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery. The customer's blood glucose level was 70 mg/dl at the time of the incident. The customer states there were eight no delivery alarms on (B)(6), between 5:47 pm and 8:13 pm. During troubleshooting, it was found the motor was moving forward and showing numbers when the reservoir was not in the pump. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.